Event description:
It is reported that the patient received a medicated cordis cypher stent in the lad during catherization in 2005. The pt experienced a mild heart attack in 2008 where the stent was 70% blocked and the surrounding artery walls has expanded away from the stent.

Manufacturer narrative:
The product remains implanted in the pt, and is not available for analysis. Additional info will be submitted within thirty days upon receipt.